Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(4) 9614392-2025-00008 for second associated incident report.

Event description:
This incident was received by via the online retailer, 1-800contacts, as reported to them by the patient and limited information provided. According to the details provided, the patient alleges experiencing a unspecified eye infection with symptoms of redness, inflammation, and itchiness. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. This incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(4) 9614392-2025-00008 for second associated incident report.